Event description:
Country of complaint (B)(6). Used suture lost color for half of thread; coating is falling apart.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Reported device not marketed in the us; however, similar device is. Mfg site eval: samples received: 36 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Thread surface in the samples received is correct and the usual one. No cover breakage is observed. Knotting test of the closed samples received has been conducted and after knotting thread cover was in tact. Thread slipped correctly. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.